Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing fracture. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: item number, catalogue number, UDI number, device available for evaluation, investigation cause code. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. A failure of the back pressure test was noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. Abrasion was noted on the exhaust tube of cylinder 1. A group of separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 1. These were not sites of leakage. No functional abnormalities were noted with cylinder 2. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure testing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. The information received indicated the device had a tubing fracture, but because no functional abnormalities were noted with the returned components besides foreign material, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.